Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain. The cause of the event was not reported. The patient was hospitalized on the same day as the onset. The patient was treated with unspecified antibiotic (dose, route, frequency and duration were not reported) for peritonitis. At the time of this report, the patient was recovering from the event and pd therapy was ongoing. No additional information is available.